Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ safety needle had a hole in the side of it and leaked out some of the covid vaccine. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "bd eclipse needle lot#2009003 - fault/hole(s) in shaft of needle. Fluid dripping from needle shaft when used. Needle changed out and not used on patient, but some covid vaccine lost."

Manufacturer narrative:
Investigation: a device history record review was completed for provided lot number 2009003. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained from the manufacturing facility for evaluation. The retained samples were inspected and no defects were identified. Based on the investigation results, a cause related to the manufacturing process could not be determined for the reported incident.

Event description:
It was reported that the bd eclipse¿ safety needle had a hole in the side of it and leaked out some of the covid vaccine. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "bd eclipse needle lot#2009003 - fault/hole(s) in shaft of needle. Fluid dripping from needle shaft when used. Needle changed out and not used on patient, but some covid vaccine lost."